Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. A disconnecting clamp is not considered to be a reportable malfunction; therefore, the complaint will be cancelled.

Event description:
It was reported that bd phaseal¿ optima infusion clamp (m25-o) wouldn't clamp during use. This occurred on 7 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: I was speaking with one of our atc nurses today and she reported recent issues with some of the blue clamps not clamping.

Event description:
It was reported that bd phaseal¿ optima infusion clamp (m25-o) wouldn't clamp during use. This occurred on 7 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: I was speaking with one of our atc nurses today and she reported recent issues with some of the blue clamps not clamping.

Manufacturer narrative:
H.6. Investigation summary no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd phaseal¿ optima infusion clamp (m25-o) wouldn't clamp during use. This occurred on 7 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: I was speaking with one of our atc nurses today and she reported recent issues with some of the blue clamps not clamping.